Event description:
A peripheral atherectomy procedure commenced to treat a lesion located in the mid superficial femoral artery. A philips laser system was being calibrated prior to the procedure; however, the system displayed ''no energy at the detector'' (fault resulting in no laser sound, and rendering the system inoperable). Femoral access had been established and angiography had been performed, but no anesthesia had been given. The physician chose to reschedule the procedure until the laser system could be repaired. There was no reported patient harm. This report captures the philips laser system, terminal system failure, potential for harm with recurrence.

Manufacturer narrative:
A4): patient''s weight unk a5a./5b.): patient''s ethnicity/race unk b6): relevant tests/laboratory data unk b7): other relevant history unk d4): device lot, expiration date n/a for this system. H3): the device was evaluated on-site by field service engineer. Debris was discovered on the focus lens and on the pes sensor. The focus lens was cleaned and the sensor was replaced. Calibrations were completed and the system was operating properly. H6): after evaluation, investigation and repair were complete, environmental debris on the focus lens and pes sensor was determined to be the cause of the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.